Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they have tested positive with quickvue otc since approximately (B)(6)2022. The consumer has tested negative with other brands of otc antigen testing and pcr since then. The consumer previously had communicated 2 events and is now reporting 5 events with an unknown lot number. Each event is captured on a separate report.